Event description:
It was reported that the device posted the alarm message "auxiliary acoustical alarm system failure" and performed a reboot on the date of event. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available for the investigation. Based on the investigation it could be confirmed that device switched over to battery operation on the at (B)(6) 2021 at 1:31 p.m. Due to missing ac mains. At 1:41 p.m. A complete power loss of the whole system occurred due to a discharged battery which led to an interruption of the ventilation. An internal battery that had prematurely reached its end of lifetime was identified to be the root cause of this event. The next device start was performed on the at (B)(6) 2021 at 1:44 p.m. With ac mains. Due to the previous loss of power at 1:41 p.m. This device start was performed as restart; consequently, the alarm message "cockpit restarted" was posted. Furthermore, the log file showed that the device posted an alarm message regarding the alarm system (¿auxiliary acoustical alarm failure ¿) as the device was re-connected to mains and restarted. These two aspects were reflected in the user's report; the primary issue of complete shut-down due to power loss was determined during investigation and the reason for submission of this report. In case of mains power loss, the device will be supplied from the internal battery in order to continue operation. Switch-over to the battery is indicated with the alarm message ¿battery activated¿. The specified back-up time with a new and fully charged internal battery at typical ventilation is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery depleted¿ are intended to be posted with progressive battery operating time. In case of a prematurely aged internal battery, the alarm messages ¿battery low¿ and ¿battery discharged¿ may be posted earlier than expected or with less than 5 minutes remaining operating time until complete power loss. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. If the safety software detects an internal failure concerning the automatically piezo test, visual and acoustical alarms will be activated in order to inform the user about the problem. Furthermore, during device check the user can identify the faulty rocker switch in test step "auxiliary acoustical alarm". The ventilation is not affected by this issue. In the current event there were no patient health consequences reported. Replacing the internal battery as well as the relevant components of the alarm system is recommended prior to next device use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported that the device posted the alarm message ¿auxiliary acoustical alarm system failure¿ and performed a reboot on the date of event. There were no patient health consequences reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted the alarm message ¿auxiliary acoustical alarm system failure¿ and performed a reboot on the date of event. There were no patient health consequences reported.